Manufacturer narrative:
(B)(4). Unable to perform displacement test and occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Insulin pump passed self test, sleep current measurement, active current measurement, rewind, seating, basic occlusion test and force sensor test. Insulin pump received with chew marks, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump was cracked on the reservoir side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.